Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag(dianeal pd2 peritoneal dialysis solution ultrabag with 2.5% dextrose) therapy. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with tazomac 4.5 gm-IV-bd and vancomycin 1gm-ip. This event is resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for peritonitis -no malfunction or use error is not confirmed. The assignable cause was undetermined. No device malfunction or use error was identified.